Event description:
It was reported that when using the bd pyxis¿ medstation¿ es duplicate address was detected in two drawers. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 was showing a duplicate address detected error. The technical support specialist reviewed the medication application log and found an unexpected error stating, 'sequence contains more than one element 'system.invalidoperationexception: sequence contains more than one element'. Since the reboot had been completed, it had been sent to the field service engineer (fse) as per the knowledge article (ka), "med es - cubie duplicate address detected". The steps included in the ka were, performing a cold boot of the device, having the customer on site to shut the device down for 30 seconds, then booting the device up and having the customer recover the cubies. If the cubies continued to fail, the fse would be dispatched. The fse later confirmed that the user cleared the issue and cancelled the work order. The system functioned as intended after the technical support specialist and the field service engineer troubleshot and investigated the device.